Event description:
While speaking to manufacturer's phone agent, customer reported an advantage blood glucose result of 23 mg/dl, took glucose tablets. More than 10 minutes later, she reported a 34 mg/dl, then 27 mg/dl within 10 minutes. She then drank some regular cola and reported a 30 mg/dl within 10 minutes, then 70 mg/dl within 10 minutes of the 30 mg/dl. Customer reported no symptoms, was able to self-treat. No adverse event reported. A request was made for the return of the system, replacement was sent.